Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the act button was unresponsive and the button error alarm was unable to be cleared. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.